Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received via manufacturer representative that there is no revision surgery scheduled or planned for the removal of implants. It is expected that the cause is a misalignment in navigation due to this antenna movement.

Manufacturer narrative:
G2: country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal product that is used in p osterior spinal fixation for thoracic hernia. Levels implanted was t6-t10. It was reported that during the surgery, the navigation antenna moved slightly and was re-tightened, but the screw insertion was resumed after it was determined that there was no significant misalignment on the images. After insertion, 3d imaging was taken by o-arm, and several pieces were found to have deviated from the pedicles, so reinsertion was performed and the final tightening was performed. No further complications were reported.